Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent esc button due to moisture damage on keypad trace. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.(B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.